Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification, when non sustained right ventricular oversensing due to myopotential oversensing was observed. The device was reprogrammed. Patient monitoring will continue.